Event description:
It was reported that there was a shocking or jolting sensation. The patient got a jolt when they got up from a sitting position. It started 2-3 months prior, (B)(6) 2015, and it happened on occasions that they got jolting sensation when getting up. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).